Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. It was noted that the pacemaker undersensed a non-sustained ventricular tachycardia. Programming changes were suggested. No patient symptoms were reported.